Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming inspection, the package was found to have a crease in the sealing area. No adverse events were reported, as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI(B)(4). Complaint sample was evaluated and the presence of crease and/or fold in the seal of the pouches was confirmed. DHR was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.